Manufacturer narrative:
Concomitant medical products: 5076-58, lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on supraventricular tachycardia (svt) episodes which did not appear to affect device function. The atrial lead remains in use. No patient complications have been reported as a result of this event.